Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an error 307. The staff tried to power-cycle the system, but error 319 appeared. The staff cycled the vision side cart (vsc) circuit breaker, ensured the endoscopic controller (ec)-to-video processor (vp) fiber was seated, ensured the fiber to the vp was seated, and cycled the breakers on the ec/vp, with no change. The staff was switching to a backup vsc to complete the procedure. The procedure was completed with no reported injury.